Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. The insulin pump was received with scratched on display window and cracked reservoir tube lip. Analysis was unable to verify the battery out limit alarm due to blank display.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer reported that they received a battery out limit alarm. The customer's blood glucose was 556 mg/dl at the time of incident. The customer's blood glucose was 198 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did not return but the display went blank again. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The insulin pump will be returned for analysis.